Event description:
The device was evaluated on the (B)(6) 2020, this supplement report is being submitted to capture this new information within section d and h of this report.

Manufacturer narrative:
510(k) number: k142688. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
510(k) number: k142688. Device evaluation: 1 unit of lot c1695366 of echo-hd-22-c was returned opened in its original packaging. Lab evaluation: the devices involved in these complaints were evaluated in the laboratory on 26 nov 2020. The distal tip of the needle was broken. The stylet cap was detached from the rest of the stylet. Although not stated in the lab evaluation notes a proximal kink below the sheath extender was also observed. Clarification was requested as follows; as you can see from the photo below shared in the t/w file the stylet cap is detached from the rest of the stylet. Can you please confirm if the cap detached when the user was trying to pull the stylet out of the device? Reply was received as follows; yes. Document review including IFU review: prior to distribution, all echo-hd-22-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-hd-22-c of lot number c1695366 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1695366. The notes section of the instructions for use, ifu0077-4, which accompanies this device instructs the user to inspect the device prior to use : "if an abnormality is detected that would prohibit proper working condition, do not use" . There is no evidence to suggest that the customer did not follow the instructions for use (ifu0077-4). A definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to device handling potentially on removal of the device from the packaging which may have caused the kink below the sheath extender leading to the difficulty retracting the stylet from the device. The force used to try and retract the stylet from the device may have caused the distal needle tip break and the stylet cap detaching from the stylet. A CAPA has been initiated to document and track the actions taken to investigate and to address kinking or breaking of the sheath at the sheath/sheath extender junction. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Event description:
The investigation was concluded on the 14-jan-2021, this supplement report is being submitted to include the investigation conclusions within section h.

Manufacturer narrative:
510(k) number: k142688. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
User opened the package and tested the advancement of needle which is fine. User then attempt to pull the stylet out to flush the lumen while found out the stylet cannot be pulled out. Then user made more effort to pull the stylet while found out the needle tip broken suddenly. The device was not used on patient and user changed another same device to complete the procedure.